Manufacturer narrative:
A follow up is being sent to add the previously unknown serial number. .

Event description:
It was reported to philips that the device¿s ac power module led was not activating. There was no reported patient or user involvement and no adverse patient/user impact.